Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction:user had an inaccurate reference. (B)(4).

Event description:
Customer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 76 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 112 mg/dl and 109 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/17/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 126mg/dl (B)(6) 2016 07:27 pm fasting:yes, 76mg/dl (B)(6) 2016 12:22 pm fasting:yes, 131mg/dl (B)(6) 2016 07:38 pm fasting:yes, 80mg/dl (B)(6) 2016 12:07 pm fasting:yes, 153mg/dl (B)(6) 2016 08:36 pm fasting:no, memory concerns:76mg/dl.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference. (B)(4).

Event description:
Costumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 76 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 112 mg/dl and 109 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/17/2017 and open vial date is 11/02/2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:76mg/dl.